Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral balloon was selected for use. During the procedure, significant resistance was met upon advancing the device into the target lesion. However, a leak of contrast media was observed, and balloon ruptured at below nominal pressure was noted upon fluoroscopy. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient was good.